Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during the initial surgery of this inflatable penile prosthesis (ipp), a mechanical and a deflation problem occurred. An alternative device was used. There were no patient complications reported.